Manufacturer narrative:
One inserter device and anchor with suture were returned for evaluation. Visual inspection confirmed that only the most distal portion of the anchor was returned. The body of the anchor was missing; therefore, no functional testing such as measurement of the anchor diameter could be performed. Site preparation was not provided with the original complaint. No root cause related to the manufacturing of the device can be established. (B)(4).

Event description:
During a labral hip repair, the surgeon was using an osteoraptor 2.3 anchor. Intra-op the anchor would not deploy easily. Additional information received on (B)(4) 2013 indicates the anchor broke in two pieces as it was inserted into the joint space. The surgeon retrieved the broken piece; however, this was not returned. A backup device was available to complete the procedure.